Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system and on startup it displayed the error c-34 hf voltage. The iesu will be returned to the original equipment manufacturer. Failure analysis concluded that root cause could be attributed to the defective generator triggering c-34 hf voltage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) during docking and reported they kept getting c-00 error on the erbe. Tse was not able to review system logs due to system not being connected during call. The caller stated the error occurred 10 times in the erbe logs. Tse inquired if customer had a third-party generator or another vision tower. The customer called back and requested assistance "in" identifying third-party generators. As the customer did not have the correct third-party generator, the customer used another tower. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to another dv system with no reported injury.